Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 235 mg/dl at the time of the incident. The customer¿s current blood glucose level was greater than 400 mg/dl. The customer reported that today at dinner she was 235 mg/dl. She hadn't eaten and she ate 40 carbohydrates and put carbohydrate in and 3 hrs later her blood glucose was greater than 400 mg/dl. The customer treated it with manual injection. Based on customer report customer does not allege pump was under delivering. Performed high pressure test and it passed. Test results: passed. The insulin pump will not be returned for analysis.